Event description:
The physician surgically removed a piece of sheath accidentally left in the pt during a previous surgery on (B)(6) 2010. It was reported that there was no product failure. Visible evidence of needle into sheath, so it sheared off. Sample being retained by facility.

Manufacturer narrative:
No sample will be submitted for this eval and investigation. The identification of the segment removed from the pt is based on the use of on-q products by the facility. The segment is being retained by the facility at this time. The report indicated that no product failure occurred. Without the actual product or a lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. Without additional info on the pump and/or pt, no further investigation can be performed. The directions for use (1306078, rev. D) states: "while holding catheter tip, withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in pt. Split sheath and peel away from catheter." A warning is also included, stating "do not reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in pt upon sheath removal." No determination can be made as to what may have occurred with this product at this time.